Manufacturer narrative:
The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. Possible movement of frame contributed to the event.

Event description:
A medtronic rep reported that the surgeon felt that navigation was off by 1 cm, during a case. The surgeon continued use of the stealthstation and completed the case. There was no impact on pt outcome reported.